Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, skin reaction. Concomitant medical products: (right) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 6414397 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 225cc mentor memorygel breast implants, suffered left breast implant rupture and left breast itching, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was found to be ruptured. Additionally, an anomaly was observed on the device consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march, 13, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of implant explantation was january 31, 2020 and that the patient had undergone bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9378067 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9383053 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 3, 2020, mentor became aware that the patient also experienced right breast pain, which led to the patient getting an MRI, which then confirmed the left breast implant rupture. The complication on the right breast will be reported under mrn 1645337-2020-05633. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.